Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. No unexpected pump heating up during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a critical pump error disp;ayed on the screen after it was exposed to moisture. Customer also reported that the insulin pump had a stuck button alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.